Event description:
From staff: during a sleeve gastrectomy the surgical tech noted on the specimen that the staple was incomplete on a section. Surgeon was notified. Surgeon inspected remnant stomach for defects visually with gastroscope and laparoscope. Performed leak test. Delay in surgery equaled 20 minutes. From operative report: on examining specimen when removed from patient a disruption of portion of staple line was noted indicating possible stapler misfire. Corresponding portion of sleeve staple line oversewn with 2-0 vicryl. Egd leak test negative. When the specimen was visualized on the back table approximately the 3rd staple line was noted to be disrupted without any staples present and gastric specimen open/mucosa visualized. The sleeve staple line was closely examined, and no obvious staple line disruption was noted. Out of an abundance of caution the corresponding staple line on the sleeve was oversewn with 2-0 vicryl suture and partially buttressed with omentum. The sleeve was then submerged in normal saline and an egd leak test was performed which was negative and did not identify a leak from either mobilize the esophagus or gastric staple line. Intraluminally the esophagus was noted to be slightly patulous distally, ge [gastroesophageal] junction was found to be in the abdominal cavity, sleeve without evidence of narrowing. Irrigation was suctioned out of the abdomen and the staple line was again visualized; hemostasis was ascertained. Clips were placed on small oozing segments of the staple line distally.